Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had been dropped on the battery compartment side and then was turned off. The insulin pump still did not function with a new battery. The blood glucose reading was 4.1 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No blank display or pump turning on/off anomaly noted.